Event description:
It was reported the patient was not receiving effective stimulation. The patient's entire scs system was removed (date unknown). There were no known issues reported regarding the patient's scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.